Event description:
It was reported that an ilet user experienced a leaking insulin cartridge that led to persistent hyperglycemia, with a highest reported blood glucose of 342 mg/dl and a high glucose alert from the device; the user had recently changed supplies from a new box, inserted the cartridge into the ilet first and then attached the connector, and later observed air in the cartridge. Customer care provided support that included guided remote troubleshooting, and a dry run to confirm no residual insulin, and supervised reinstallation of supplies. Investigation of this case revealed a leaking cartridge with air present, consistent with a device component integrity issue at the cartridge-to-connector interface that prevented proper insulin delivery, which was resolved by replacing the supplies and re-priming per instructions. Symptoms included headache. Outcomes included elevated glucose without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or a component connection issue leading to air ingress and under delivery.